Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It was reported that the balloon was not soaked prior to use. The nc trek instructions for use instructs to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavy tortuosity and heavy calcified, mid left anterior descending (lad). The 2.25x8 mm nc trek balloon catheter was advanced for pre-dilatation; however, it ruptured due to the heavily calcified lesion during first inflation at nominal pressure. Some resistance was felt during advancement because the lesion was heavily calcified, but no resistance was noted during removal. The device was not soaked and flushed before use, but was prepared outside of the patient. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.